Event description:
The following information is alleged: the patient received a gunther tulip inferior vena cava (ivc) filter on 18aug2006. A review of the patient's computed tomography (CT) scan approximately 15 years and 1 month after receiving the implant revealed "[a]ll the struts of the ivc filter perforate the ivc up to 14 mm. One (1) anterior strut perforates the ivc wall 4 mm and resides within the soft tissues. One (1) medial strut perforates the ivc wall 9 mm and contacts the aorta. One (1) posterior strut perforates the ivc wall 10mm and resides within the soft tissues. One (1) medial strut perforates the ivc wall 14 mm and contacts a right lumbar artery." It is also alleged that the patient experienced anxiety, fear, depression and pain as a result of the filter implant. The patient expired approximately 11 years and 8 months after receiving the implant from causes unrelated to the implant of the gunther tulip ivc filter. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Initial reporter occupation: non-healthcare professional investigation the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation, anxiety, depression, fear, and pain. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported anxiety, depression, fear, and pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2006 via the right femoral vein due to failure of anticoagulation. It is reported that the patient passed away on (B)(6) 2018, but there has been no allegation of wrongful death at this time. Patient 's representatives are alleging vena cava perforation and contact with the aorta and right lumbar artery. Patient's representatives further allege severe back pain, leg pain, hand pain, arm pain, chest pain, shortness of breath, dizziness, and forgetfulness. Report from CT (computed tomography): "the hook of the cook gunther tulip retrievable ivc filter is at the l1-2 interspace. The ivc filter is not tilted and the hook does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 14mm. One (1) anterior strut perforates the ivc wall 4mm and resides within the soft tissues. One (1) medial strut perforates the ivc wall 9mm and contacts the aorta. One (1) posterior strut perforates the ivc wall 10mm and resides within the soft tissues. One (1) medial strut perforates the ivc wall 14mm and contacts a right lumber artery. No hemorrhage seen. No thrombus is seen within the ivc. No fracture fragments are identified. Impression: infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal as described above. The above mentioned ivc filter is considered temporary and removable. Therefore, further evaluation with interventional radiology is recommended for possible intervention." Certificate of death: immediate cause of death: cerebellar pontine hemorrhage, hypertension. Other conditions contributing to death: copd [chronic obstructive pulmonary disease], type ii diabetes, pulmonary embolism (pe).

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a2, a5b, b5, b6, b7, and h6. Additional information: investigation investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: chest pain, dyspnea, dizziness, forgetfulness. Unknown if the reported chest pain, dyspnea, dizziness, and forgetfulness are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The catalog # and lot # are unknown, but the filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.